Event description:
The customer reported that the battery is not taking a charge. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.